Event description:
During transfer of the resident, sling broke and the resident fell onto the bed, then the floor. Resident suffered cuts and bruises and was sent to the emergency room wheere he was treated and released.